Manufacturer narrative:
The affected clamp has been sent to the manufacturer: reported event has been confirmed and identified as caused by defective zka and zkb boards. Due to the aging of the unit, livanova has suggested the scrapping of the device. Complaints database analysis revealed no similar event since unit installation in 2014 and no concerning trends about the reported failure mode. Based on the investigation findings, the root cause of the event is traced back to faulty zka and zkb boards. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp (erc) gave the following error message: "'electronic clamp failure'', when the unit was in service. Therefore, the customer was unable to operate the clamp via the cp5 (centrifugal pump). There was no patient injury.